Manufacturer narrative:
(B)(4). Date sent: 6/17/2026 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device cdh29p lot number a98y6f and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Was the battery plugged in fully with the backlight lit? Yes, and even opened a new package to replace the battery and it still didn't work. 2. Was the device in range? Yes. 3. Was the safety disengaged? Yes. 4. Did the device staple? If yes, was the staple line complete (fully circular)? No. 5. Did the device have staple line issues? Malforms, missing staples, no staples etc? Never fired. 6. Was the breakaway washer completely cut? Yes. 7. Were there two complete tissue donuts? Never fired. 8. Did the device cut the tissue? Never fired. 9. Was it a partial cut? If yes, what was cut partially, washer or tissue? Never fired. 10. Was there any issue with the cut? Yes. 11. Was the device locked on tissue with the anvil closed? If yes, what steps were taken to open the anvil? No. 12. If the anvil could not be opened, how was the device removed? N/a 13. Did the surgeon turn the rotation knob full revolutions as stated in the IFU? Yes. 14. Did the washer break completely? N/a 15. Was there audible and tactile feedback from the washer break? N/a 16. Was the firing stroke interrupted prior to full washer break? 17. Was the device difficult to close? Not that the surgeon mentioned. 18. Was there adjusting knob issues? Not that I am aware of. 19. Did the anvil detach? Unsure. 20. Did indicator come into orange range? Yes. 21. Were there excessive tissue between the anvil and the deck? Unsure. 22. Did the surgeon wait the 15 seconds to fire the device? Unsure. 23. If yes, how was the issue addressed? 24. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Not post operatively that I am aware of but due to the need to switch out to a new device the surgeon had to oversew 2 times in order to get the leak test to pass. The opening and closing of the device to try to get it to fire and changing out the devices caused the tissue to become thin and punctured. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device misfired. No additional information was provided. No patient consequences were reported.